Event description:
Caller reported an issue with incorrect time settings on the pump. There was no adverse impact to the customer¿s blood glucose level as levels were not reported to be above 500 mg/dl or below 54 mg/dl. Technical support assisted the caller in updating the pump time and advised monitoring for further discrepancies, which caller understood and acknowledged.